Manufacturer narrative:
Philips service replaced the kit joysticks geo_imag_elastomer and kit buttons tso wp and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).).

Event description:
It was reported to philips that the button on the control module broke off during use on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.